Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for implant during a transcatheter aortic valve implantation. The native aortic annulus perimeter was 80.3mm, diameter of valsalva was 32mm/31mm/34mm, height of valsalva was 20mm, and ascending aorta diameter was 32mm. During procedure, a pre-dilation was performed by a 20mm non-abbott balloon. The valve was implanted at a depth of 4mm at non-coronary cusp (ncc) and 6mm at left coronary cusp (lcc). After the valve was implanted, one of the three leaflets was not moving, which was confirmed by transesophageal echocardiogram (tee). No regurgitation or thrombus was observed. Mild perivalvular leak was present, and the pressure gradient was 2mmhg. The patient was reported to be hemodynamically very well. No health impact has been reported.

Manufacturer narrative:
It was reported that after the navitor valve was implanted one of the three leaflets was not moving and a mild perivalvular leak was present. No regurgitation or thrombus was reported. The patient was reported to be hemodynamically very well. Information from field indicated that there were no abnormalities noted on the leaflets during device preparation. The correct size valve was selected based on the measurement provided. It is not known if there were any anatomical or tissue/calcium interference affecting expansion. A more comprehensive assessment, including hydrodynamic examination to evaluate the valve function could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident of leaflet not moving could not be conclusively determined. Per the information available abbott cannot further speculate on why the reported event occurred. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.